Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the software prompted a suretrak calibration when the instrument was not present. The suretrak calibration screen came up during navigation even though there was no suretrak in the room. There was no delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.